Event description:
When doing a pacer check before implant, the device could not be inquired.the device was not implanted. No patient information is available.

Manufacturer narrative:
The observed "no communication" was the result of an intermittent "open" communication coil, u-1. The open was at the weld tap strap for the vdd side of the coil due to an operator error during the welding operation.